Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient is experiencing increased recharge burden. She had to recharge the ipg once every 15 days and now she has to recharge the ipg every day. Impedances were normal. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the issue was resolved without surgical intervention.